Manufacturer narrative:
Investigation results: our quality engineer inspected the 1 photo and 1 physical samples submitted for evaluation. The reported issue of connection issues was not confirmed upon inspection of the samples. Analysis of the sample showed that there was no defect observed and the connections with a bd syringe were checked and everything worked well with no problems. Bd could not determine a manufacturing related root cause since the reported defect was not confirmed during the evaluation of the sample. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Production records were reviewed, and this batch meets our manufacturing specification requirements. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additoinal information.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
The chief nurse (mr mastorakis) of intensive care unit 4 department of evaggelismos general hospital is also facing problems with the connections of ref (B)(4). He and his colleagues have noticed several times that the product is leaking saline during the procedure of flushing either on the connection point of the tubing with the 3way or at the connection point of tubing with the luer lock end. The lot remains the same as in the past complaints from the same hospital. Because the hospital has been using 3 way connecta products since 2017 without problems, I contacted another intensive care unit of the hospital, and they also confirmed that they had problems with leackage of blood when connected with arterial cannulas.